Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During surgery, the surgeon tightened the set screw perfectly. He tried to reverse (1/4) set screw, but a surgeon couldn't reverse the set screw. When the surgeon checked set screw driver, the tip of set screw driver(mesh part) was broken.

Manufacturer narrative:
This evaluation revealed the set screwdriver received to be as primary product. A review of the manufacturing documents revealed no deviation for the returned instrument. Catalog number identified the set screwdriver returned being of current design version. The general appearance of the device indicated frequent use. The found deformation (evident uncoiling of multiple windings) of the device was caused by applying too high torsional load (brute force) in counter-clockwise direction onto the set screwdriver. A pre-damage had most likely already occurred in former explantation surgeries. The issue is not device related but rather related to sub-optimal intra-operative procedure in former explantation surgeries. Furthermore the user reported that the set screw could not be unscrewed during insertion. This might be related to oblique insertion of the set screw. As the device had been in use for approx. 51/2 years we pre-suppose that the set screwdriver had fulfilled its tasks in former surgeries as intended and suffered finally due to fatigue of material. This kind of instrument should be periodically visually checked and tested for functionality. The checking of instruments prior to a surgery is requested in the instructions for use.

Event description:
During surgery, the surgeon tightened the set screw perfectly. He tried to reverse (1/4) set screw, but a surgeon couldn't reverse the set screw. When the surgeon checked set screw driver, the tip of set screw driver(mesh part) was broken.